Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks and anti-tachycardia pacing (atp) due to the patient atrial fibrillation (af) with rapid ventricular response (rvr). Programming changes were made to the device to reduce inappropriate shocks. This ICD remains in service. No additional adverse patient effects were reported.